Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist dialed into the station and troubleshooted the device, configured the label printer in pyxis application and reboot the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe es system had a printer failure. The customer reported that the issue was resulting in an accumulation within the print queue, which was causing the device to be operated at a reduced speed. The customer stated that the issue was causing delay in the dispensing of controlled drugs. There were no adverse events or injuries reported based on this incident.